Event description:
A caller reported an error with their continuous glucose monitoring system, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided detailed instructions for performing a pump reset, and the caller successfully completed the reset and started a new sensor session without encountering the error again.